Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty positioning the knot was not confirmed. The device analysis found the suture had been correctly harvested as evidenced by the capturing of both cuffs which forms the knot during needle deployment and plunger removal. The suture had been cut at the anterior cuff distal to the link. Based on the analysis the reported difficulty of positioning the knot appears to be related to operational context during use and not a product deficiency. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide devivde after an interventional procedure. Reportedly, after deploying the suture in the left common femoral artery, knot advancement was attempted to close the arteriotomy using the suture trimmer. It appeared during knot advancement, the knot did not advance completely to close the arteriotomy and hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.(B)(4).